Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that insulation was not felt to be an issue. The impedances will be monitored by the device clinic and no intervention was done.

Manufacturer narrative:
Concomitant medical products: 4068 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to a routine device replacement procedure, the right atrial and right ventricular lead pacing impedances were measuring lower and a polarity switch was triggered. It was determined that the new device calculated impedance differently than the old device, but an insulation issue with the leads was also being evaluated through non-invasive testing. The leads' threshold and sensing were as expected with the new device and the physician stated not wanting to revise the leads due to the patient's age. The leads remain in use. No patient complications have been reported as a result of this event.